Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 600 mg/dl. The customer used manual injections to address bg level. System check with tandem technical support showed that insulin dripping was not seen from 5 units of fill tubing. The customer changed tubing and felt infusion site was "okay". The customer was able to resume insulin, indicated bg level would be monitored; however, stated feeling ill and declined further troubleshooting. Later that day, during a follow-up call, the customer indicated bg level had gone down to 276 mg/dl. Recommendation was made for the customer to call back tandem technical support should further assistance be required. Customer understood and was satisfied.